Event description:
It was reported that during an unknown procedure, during releasing the clip, the device fell apart. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was received with two jammed clips between the tissue stop and the jaws; the clips were removed in order to perform functional testing. Upon visual inspection, no broken parts were observed. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not fully advance into the jaws. The device was noted to have the tip of the advancer bent; this condition led to the formation of ten clips with gap. Finally, the instrument locked out as intended. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. No conclusion could be reached as to what may have caused the jammed clips.